Manufacturer narrative:
Follow-up was needed to add the date the lead was capped as (B)(6) 2017.

Event description:
The lead was capped and replaced on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped and replaced due to dislodgement. No further information is available at this time.